Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead 2012 (B)(6). (B)(4).75

Event description:
It was reported that within three weeks post implant that the right atrial (ra) lead threshold had progressively risen and was elevated. The ra lead was repositioned and is still in use. It was noted that the patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that prior to the repositioning,the ra lead had intermittent failure to capture and had failure to sense. It was noted that x-ray was normal and there was no lead displacement, so the lead was repositioned for better sensing.

Manufacturer narrative:
(B)(4).